Event description:
During preparation for a coronary artery bypass graft procedure, the first heartstring seal was "malformed" while loading into the delivery tube. The surgeon used a second seal but it did not deploy out the tube. A third seal was used to complete the procedure. Crack and unraveling of the seal was observed on the first returned seal.